Event description:
Service was requested on this device based on report that the pump was not delivering medication as programmed. The nurse manager that was operating the device reported that the pump was programmed and started but never delivered any medication to the pt. No adverse pt outcome occurred and no medical intervention was reported by the facility. The pump reportedly did not count down the medication given, nor did the syringe plunger move. Despite baxter's attempts, details regarding the pt's demographics, medication involved and the length of time the pt was without medication have not been received at the time of this report.